Manufacturer narrative:
(B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete. A supplemental report will be submitted.

Event description:
It was reported a spectrum pump experienced an air in line alarm when no air was present (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.